Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, during the tubing placement procedure, the nurse found that the front end of the micro introducer was cracked. The problem was resolved after replacing the product. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a deformed peel-apart sheath is confirmed; however, the root cause could not be determined. One photograph was returned for evaluation. An initial visual observation of the photograph showed the distal end of a microintroducer. A portion of the sheath tip was deformed and buckled inward. Usage residues were observed within the dilator. No other details of the damage could be discerned. Such deformation may occur if the microintroducer is advanced against resistance. Possible causes include, insertion is attempted at a steep angle, if the insertion hole is too small, or if the transition between the sheath and dilator is abrupt. The exact cause could not be determined based on the returned photograph. This complaint will be recorded for future trending and monitoring purposes.